Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient¿s device doesn¿t work, it has been broken since he got it, and it has not helped his symptoms since implant. It was reported that the patient has to charge the implantable neurostimulator for 12 hours a day, and it still does not work. Starting about a month after implant, if he turns it on, he gets electrical shocks in his spine and it hurts like crazy. The patient indicated that he already hurts, so he doesn¿t need something else that causes pain. The patient has had the device turned off for three years because it does not help him. The patient was looking to have the device removed. There were no further complications reported.